Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 63 mg/dl. Customer did not have a backup plan and went to the emergency room to be treated. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with unresponsive up arrow button due to corroded keypad trace. Was not able to perform displacement test due to unresponsive button. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.